Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device showed a red x with error messages and charge shock failure errors in the device logs. There was no patient involvement.